Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with s321 (motor error-pmc, left) and s320 (homing timeout, left) malfunction alarm codes. The device was returned to the biomedical dept with a note that stated, "s321 and s320 malfunction alarm, unable to reset channel". No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.